Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a metallic fragment remained in the left uterine horn after the removal.") In an adult female patient who had essure inserted (lot no. C68123) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("a metallic fragment remained in the left uterine horn after the removal" on 22-sep-2023). On (B)(6) 2015, the patient had essure inserted. Progressively shortly after the insertion she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), dizziness ("dizziness") and limb discomfort ("discomfort in the leg"). In early 2023 she experienced lymphocytosis ("lymphocytosis"). The patient was treated with surgery and essure was removed on (B)(6) 2023. At the time of the report, the outcomes for pelvic pain, device breakage, dizziness, lymphocytosis and limb discomfort were unknown. No causality assessment was received for essure with regard to dizziness, pelvic pain, limb discomfort, device breakage or lymphocytosis. The reporter commented: onset period: progressively shortly after the insertion. Diverse symptoms that have grown over the years. Needs a second operation, scheduled for two months¿ time, a metallic fragment remained in the left uterine horn after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 2024. The most recent information was received on ( B)(6)-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("a metallic fragment remained in the left uterine horn after the removal.") In an adult female patient who had essure inserted (lot no. C68123) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("a metallic fragment remained in the left uterine horn after the removal" on (B)(6) 2023). There was no information on the patient's medical history or concurrent conditions. On (B)(6) the patient had essure inserted. Essure was removed on (B)(6) 2023. In 2023 she experienced lymphocytosis ("lymphocytosis"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), dizziness ("dizziness") and limb discomfort ("discomfort in the leg"). The patient was treated with surgery (essure removal on (B)(6) 2023 and needs a second operation for fragment, scheduled for two months¿ time). At the time of the report, the outcomes for pelvic pain, device breakage, dizziness and limb discomfort were unknown. No causality assessment was received for essure with regard to dizziness, pelvic pain, limb discomfort, device breakage or lymphocytosis. The reporter commented: onset period: progressively shortly after the insertion. Diverse symptoms that have grown over the years. Needs a second operation, scheduled for two months¿ time, a metallic fragment remained in the left uterine horn after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Lot number: c68123 manufacture date: 2014-06 expiration date: 2017-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.